Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The event occurred twice. The following information was provided by the initial reporter. The customer stated: "the issue is that the top is coming off the blood vial vacutainer when the clinical staff is pulling it off from the vacutainer holder. We are only having this issue with the blue tops- none of the other blood tubes have had this issue. I have the blood tube from the last reported incident in a biohazard bag if bd needs it for review." Additional information: 2/24/2021. Was there any blood exposure to the mouth or eye, if so please provide details.- no did any patients have to be redrawn, if so how many and on what dates?- yes, two was there any medical intervention, if so please provide details.- no do you have any unused samples available for the investigation?- have both a used sample in a biohazard bag and unused product that was pulled from the shelves.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The event occurred twice. The following information was provided by the initial reporter. The customer stated: "the issue is that the top is coming off the blood vial vacutainer when the clinical staff is pulling it off from the vacutainer holder. We are only having this issue with the blue tops- none of the other blood tubes have had this issue. I have the blood tube from the last reported incident in a biohazard bag if bd needs it for review." Additional information: 2/24/2021 was there any blood exposure to the mouth or eye, if so please provide details.- no. Did any patients have to be redrawn, if so how many and on what dates?- yes, two. Was there any medical intervention, if so please provide details.- no. Do you have any unused samples available for the investigation?- have both a used sample in a biohazard bag and unused product that was pulled from the shelves.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/10/2021. H.6. Investigation: bd received 302 samples and no photos from the customer in support of this complaint. 10 random samples were tested for stopper pop off and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Additionally, 10 retention samples were tested for stopper pop off and the tubes did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the 10 samples were tested for stopper pop off and the tubes did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.